Event description:
Per the clinic, the patient developed chronic pain around implant site. Subsequently the patient was treated with injectable steroid (specific date not reported). The symptoms resolved, and the patient resumed use of the device as of the date of this report.